Manufacturer narrative:
Other, other text: additional information was received confirming there was no patient injury. It was reported that the pump is "now working normally and does not give "cassette is missing" alarm after the cassettes have been taken in room temperature at least for 15 minutes before attaching to the pump and that the pump will not be returned."

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over delivered. It was reported that the patient's assistant noticed that the "medicine reduced more quickly during the day, the cassette seemed almost empty already when there usually is quite well medicine left." Per reporter the patient did did not "notice any difference in his condition, in other words he does not feel that he would have received incorrect amount of medicine." It was also reported that the pump was alarming "cassette is missing" after a cassette was changed. No adverse patient effects were reported.